Event description:
The device in question was introduced through a cook medical 16f sheath as the ipsilateral limb to complete graft placement. The device was aligned with the proximal end within the maximum and minimum overlap markers and the distal end in the selected landing zone. After the first two stents of the limb were exposed, continued turning of the gray deployment grip resulted in the system making a loud popping/clicking noise with no further deployment of the graft. During additional attempts to deploy, it was noted that the gray grip was deforming and slipping around the black threads of the system. Multiple maneuvers were employed in attempt to free the system without change. Pin and pull technique was then attempted but the system was unable to be further deployed. The 16f sheath was then advanced over the system as far as possible followed by the limb delivery system being retracted through the sheath and removed from the patient. A second, same size limb was then advanced to the prescribed landing zones. The second device also exhibited some slipping of the gray grip. The 16f sheath was retracted slightly at this time and deployment attempted again without further difficulty. Possible contributor to deployment failure includes vessel tortuosity which may have induced an increased friction within the 16f sheath. Patient outcome - "there was no patient injury."

Event description:
The device in question was introduced through a cook medical 16f sheath as the ipsilateral limb to complete graft placement. The device was aligned with the proximal end within the maximum and minimum overlap markers and the distal end in the selected landing zone. After the first two stents of the limb were exposed, continued turning of the gray deployment grip resulted in the system making a loud popping/clicking noise with no further deployment of the graft. During additional attempts to deploy, it was noted that the gray grip was deforming and slipping around the black threads of the system. Multiple maneuvers were employed in attempt to free the system without change. Pin and pull technique was then attempted but the system was unable to be further deployed. The 16f sheath was then advanced over the system as far as possible followed by the limb delivery system being retracted through the sheath and removed from the patient. A second, same size limb was then advanced to the prescribed landing zones. The second device also exhibited some slipping of the gray grip. The 16f sheath was retracted slightly at this time and deployment attempted again without further difficulty. Possible contributor to deployment failure includes vessel tortuosity which may have induced an increased friction within the 16f sheath. Patient outcome: "there was no patient injury."